Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator. It was reported that the patient had a loss of therapy. The stimulation was working then it quit working. The consumer was going to call her cousin, who was the patient's wife, and ask her to call the manufacturer with the details.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.